Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown morphine via an implantable pump for spinal pain indications. It was reported that the patient had an MRI (magnetic resonance imaging) yesterday and the hcp was checking to make sure the pump had recovered. The hcp stated that the pump was not showing that it had recovered. An agent reviewed with the hcp that it was probably in telemetry state. The hcp re-interrogated the pump and confirmed the motor stall recovered.